Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed continuity resistance test and sensor passed per specifications. Also performed bicarbonate buffer test and sensor passed per specifications. See attached file for details. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 420 mg/dl and 220 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was treated. Customer will not return device for analysis.